Manufacturer narrative:
The failure mode was confirmed based on samples received for analysis showing a shall pinhole approximately 1/16 of inch in diameter on the foam tip. The foam tip is welded unto the applicator plastic body by ultrasonically welding which creates heat by friction melting the plastic rim and novenette which bond together. On rare occasions the over welding (friction) in a small, concentrated area occurs which may cause the foam to melt unevenly thus creating the pinhole. This may occur due to a dirty ultrasonic welding hold. The pinhole observed does not affect the product function/ performance due to the small size, no plastic exposed and limited overwelding with no dripping or pooling observed on applicators tested; thus, the product is functional. No non-conformance was noted during the manufacturing of this lot 1040320. Bd will continue to track and trend. (B)(4). Emdr submission.

Event description:
Material no.: 930815, batch no.: 1040320. It was reported by the distributor that there is a pinhole on the sponge. Per email: sc2021000602 136710 930815, po: 951343092 and 951344891. Total quantity: 4,575 eaches. A pinhole on the sponge part of the component. We have identified a quality issue with stock of medline item number (136710) - chloraprep app 26ml orange (ref. 930815), which prevents this product from being used in the production of our kits. It was found that there is a pinhole on the sponge part of the component. We want to ensure that you are aware of this issue and that we do require a response. Pictures have been attached for your reference of the nonconformance identified.